Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Age of patient is between (B)(6).

Event description:
The customer reported that there were no alarms for bed 1 on (B)(6) 2017 between 12:00 - 13:00 and the patient expired. The patient expired.

Manufacturer narrative:
The field service engineer (fse) was paged to go on-site. Per communications with the fse, the timeframe was clarified to be 13:15 to 14:00, and the device was tested and found to be operating to specifications. The provided piic logs indicate that the bedside was generating and communicating the alarms to the piic between 13:15 to 14:00, however, the available data cannot confirm that there was audio occurring at the bedside. No trouble found, however, it cannot be confirmed that audio was present at the bedside at the time of the event.